Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml, the device experienced discolored or abnormal additive form. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: cpt plasma is decanted into a falcon tube after centrifugation and centrifuged again so that no cellular components are left in the sample. The aliquoted plasma is frozen at -20 degrees. Streaks and clumps form during thawing. Streaking also occurs after centrifugation (1500 rpm / 2 min), so that the plasma cannot be processed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and does show fibers or filaments in the specimen. Additionally, 60 retention samples were inspected with no issues being identified. The bd vacutainer® cpt¿ cell preparation tube with sodium citrate is an evacuated tube intended for the collection of whole blood and the separation of mononuclear cells. Based on the information provided, it appears the cpt tube is being used to isolate plasma, and not pbmc, which is not proper usage of this tube per the instructions for use. Clinical testing cannot be performed to verify off-label usage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for a sample quality defect. Based on the information provided, it is being used off-label. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the 'as reported' defect code.

Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml, the device experienced discolored or abnormal additive form. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: cpt plasma is decanted into a falcon tube after centrifugation and centrifuged again so that no cellular components are left in the sample. The aliquoted plasma is frozen at -20 degrees. Streaks and clumps form during thawing. Streaking also occurs after centrifugation (1500 rpm / 2 min), so that the plasma cannot be processed.